Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53mg/dl, and a subsequent fall. Reportedly, the customer was a new pump user, and customer believes their body was not used to insulin therapy. Subsequently, customer was hospitalized. Bg was treated with consumption of carbohydrates. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.